Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample (patient = 0.813 ng/ml vs. Expected <0.012 ng/ml) processed on a vitros eciq immunodiagnostic system. The higher than expected tropi es patient result was not reported from the laboratory as protocol requires troponin results >url to be repeated prior to reporting. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros eciq immunodiagnostic system. The investigation could not determine a definitive cause. There was no indication that an tropi es reagent issue contributed to the event. The investigation determined the patient sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, a pre-analytical sample processing or an instrument issue cannot be ruled out as potential contributing factors.